Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by the nurse that the nail is broken. Implantation was on (B)(6) 2014. Revision was on (B)(6) 2014. Upon receipt of devices for investigation, the screw was found to be broken.

Manufacturer narrative:
The manufacturing documents could not be reviewed because of missing lot-no. Referring to the topography of the breakage surface of the screw ¿ lines of rest running from superior towards inferior and missing plastic deformation ¿ it was concluded that the screw broke in fatigue manner. Significant flattened material at the bearing point identified high axial load application. Received x-rays revealed that the screw had broken after an implantation period of approx. 3 months. The lag screw had lateralized and the proximal implant system collapsed. According to found damages on the locking screw (and on the nail) it was suggested that high load had been applied. Referring to available information a more precise statement was not possible from technical point of view. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. According to available information a deficiency of the screw was not verified.

Event description:
It is reported by the nurse that the nail is broken. Implantation was on (B)(6) 2014. Revision was on (B)(6) 2014. Upon receipt of devices for investigation the screw was found to be broken.